Manufacturer narrative:
(B)(4). Conclusion: (device related): data analysis performed by staar (B)(4) determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. Device evaluated by the manufacturer? No. Device was not returned. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 22.5d preloaded injector on (B)(6) 2016. The rod of the injector passed beside the lens and the lens became blocked/stuck in the injector. There was no patient contact. Cause of the incident is unknown.